Event description:
A balloon leaked on the first inflation during a contralateral percutaneous transluminal angioplasty. Another unit was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the balloon had a circumferential tear at the transition zone/bond area located 3 millimeters from the distal tip. No other balloon damage was noted. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."